Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the ventricular perforation cannot be confirmed. However, procedural factors (manipulation of the guidewire) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, after a transfemoral tavr procedure, hypotension and cardiac tamponade were observed later in ICU. A 20mm sapien xt valve was implanted, with a final 60:40 aortic/ventricular (a/v) position. The procedure was completed and the patient was transferred to the ICU. Approximately 30 minutes later, the patient¿s blood pressure dropped. A cardiac tamponade was confirmed by echocardiogram. Pericardiocentesis was performed and blood was transfused. CT revealed pooled contrast at the apical heart muscle. Postoperative day (pod) 2, the drainage was removed. The remainder of the postoperative course was without consequence. The annular valve area measured 280mm2 to 320mm2 by CT. Severe valve calcification and mild aortic root calcification were reported. It was speculated that the guidewire likely caused the perforation.